Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to press the button and charge pump, with a red light blinking around button and no vibration. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.